Manufacturer narrative:
Section d1 brand name: corrected, section d4 catalog number: corrected, section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a low flow alarm due to a sudden decrease in flow to 0 liters per minute (lpm). Although a specific cause for the low flow alarm could not be conclusively determined through this investigation, based on previous complaint history, the recorded rotor noise faults following the decrease in flow, as well as the increase in rotor noise and rotor displacement values, appeared to be consistent with a foreign material being ingested into the pump, contacting the rotor, and then passing through the pump. The controller event log files collectively contained events (B)(6) 2023. A sudden decrease in pump flow, to values ranging from 0 ¿ 1.7 lpm, was captured on (B)(6) 2023, which resulted in a continuous low flow hazard alarm. The log file also recorded motor instability and rotor noise faults during the low flow state. Consistent with the controller event file, the left ventricular assist device (lvad) event log file also captured the decrease in pump flow on (B)(6) 2023. Increases in rotor noise and rotor displacement values were observed during this time, along with rotor noise faults. The files showed that flow ultimately recovered, and rotor parameters returned to normal. No other notable events associated with the pump were captured, and the pump appeared to function as intended throughout the duration of the files. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, "introduction," lists adverse events, including device thrombosis, which may be associated with the use of heartmate 3 lvas. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation concerning no flow events. On (B)(6) 2023, the patient had a low flow alarm around 4:30 pm. Flow was seen at 0.0 liters per minute with no changes in set speed, pulsatility index or power as displayed on the system monitor. Hospital staff was instructed to verify the left ventricular assist device (lvad) parameters on the patients' system controller which matched numbers on the system monitor. When looking at system controller parameters, the flow returned to 5.0 liters. The staff noted it was unclear if scrolling through the system controller parameters reset something or if it was just a coincidence. The patient was alert and oriented and in no distress during the event. Their doppler pressure was 95 and no arrhythmias were noted. The only alarm noted was low flow/call hospital contact. It was decided to do a system controller exchange. The patient had no issues since the exchange. Log files from the original system controller were included. It was also noted that the data captured showed 0 records on lvad event log and 0 records on lvad periodic log. The event log file from the original system controller recorded a significant reduction in the recorded flow values on (B)(6) 2023 at 4:45pm. The event lasted roughly 9 minutes. The motor speed was maintained during that period, and it was noted that there were also some speed adjustments made during that time. The device was able to maintain speeds until the driveline was disconnected on (B)(6) 2023 at 5:12pm. The lvad log files were not downloaded because the lvad was not connected to the system controller at the time of download. Log files from the current system controller were sent in for evaluation and recorded no unusual events since the lvad was connected at (B)(6) 2023 around 5:12pm. The lvad event log file recorded events that indicated that, during the period of low flow events, there were some elevations in rotor noise and changes in rotor displacement. The collected data indicated that there may have been something momentarily passing through the pump. Shortly after the flow values improved on the replacement system controller, the lvad data returned to expected values. It was noted that the events were not affected by the staff scrolling through the system controller menus.

Manufacturer narrative:
Section a3: patient gender was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.